Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 5:00 pm, while hospitalized, the patient was experiencing the symptoms of shaking, being incoherent and she passed out. While symptomatic, the patient obtained the blood glucose reading of 66 mg/dl on the reported meter, and a laboratory result of 39 mg/dl within 10 minutes. The patient was treated with intravenous glucose and soda. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment, and the meter reading correlated with the laboratory result and the treatment. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed as normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Follow-up (9/24/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.